Event description:
Info rec'd via complaint form states as follows: "control autovalve was not functioning properly, difficult to instill fluid into the balloon. Device was removed and new product inserted".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. An investigation request was sent to the manufacturer on november 19, 2013. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected.